Event description:
It was reported pt had an micl 12.1 mm implantable collamer lens implanted in the left eye on (B)(6) 2007. As part of the post market study, the pt reported experiencing loss of distance vision over the past year. The lens remains implanted. The doctor¿s office was contacted for further info but none has been forthcoming.

Manufacturer narrative:
(B)(4). Eval method: lens work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the same work order. Conclusions ¿ (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).